Event description:
It was reported to philips that the system was not turning on. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the leds on the main cabinet in the machine room were off. Upon troubleshooting, that power was lost immediately after the equipment received input, while the hospital breaker remained operational. The fse determined that the fuse in the unit supplying 24vdc to the device had blown as the mains-ok and power-ok leds were off, pdu fantray and dcps does not supply 24v dc. The fse replaced pdu fantray and dcps and returned to philips further analysis. The analysis confirmed that the psu01 was defective. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome